Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that noticeable scar tissue lipoma (hard underlying tissue) at insertion site which could have caused leakage and patient had high blood glucose levels and was treated with correction bolus via multiple daily injection (mdi) on (B)(6) 2026.